Event description:
The customer stated that the insulin pump malfunctioned twice. The first time, she went into a coma. The second time, the tubing was kinked, and the insulin pump did not give a no delivery alarm. The customer was not comfortable with the insulin pump, and requested a replacement without doing any troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.